Event description:
It was reported that during left ventricular assist device ¿ lvad placement procedure, the implantable cardioverter defibrillator could not be interrogated; a second programmer was tried with same results. Premature battery depletion was suspected. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.